Manufacturer narrative:
Sections a and d: specific device and patient information are unknown. Device was implanted at time of event. Section b3: date of event has been entered as 01jul2024 since the date of data analysis was conducted from april to july 2024. Author information: finn gustafsson et al., asaio journal70.11: e150-e152. Doi: 10.1097/mat.0000000000002201. Rigshospitalet, university of copenhagen, copenhagen, denmark (gustafsson). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events could not conclusively be established through this evaluation. The serial numbers of the heartmate 3 left ventricular systems in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b, is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article titled ¿aspirin and hemocompatibility after lvad implantation in patients with atherosclerotic vascular disease: a secondary analysis from the aries-hm3 randomized clinical trial¿ identifying that heartmate 3 (hm3) may be related to hemocompatibility related adverse events and death. In this trial, it was explored whether common conditions requiring aspirin (prior percutaneous coronary intervention [pci], coronary artery bypass grafting [CABG], stroke, or pvd) in recipients of the hm3 left ventricular assist device (lvad) would affect outcomes differentially when aspirin was eliminated. The study included 589 patients with a mean age of 57.1 years, and 133 were females. The primary end point consisted of a composite of survival free of non-surgical major hemocompatibility-related adverse events (hraes) (i.e., stroke, pump thrombosis, major non-surgical bleeding, and arterial peripheral thromboembolism) at 12 months. Thrombotic events were rare, with no differences between aspirin and placebo in patients with and without vascular disease (p for interaction = 0.77). Aspirin treatment was associated with a higher rate of nonsurgical major bleeding events in the group with prior vascular condition history compared with those without aspirin (rate ratio for placebo compared with aspirin, 0.52; 95% ci,0.35-0.79). The survival free from death and non-surgical hrae analysis reported as significant reduction in hazard ratio (hr) at 24 months between aspirin and placebo for patients with prior indication for aspirin (hr,0.63; 95% ci, 0.41-0.98; p=0.04) but not in patients without such indication (hr,0.79; 95% ci, 0.54 1.15; p=0.22).